Manufacturer narrative:
The cause of the discordant, falsely low total t3 results on multiple patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low total triiodothyronine (total t3) results were obtained on multiple patient samples on an immulite 2000 xpi instrument, while using kit lot 339. The samples were repeated on another immulite instrument, also resulting low. The customer ran sample ids 850813, 850947 and 722745 on an advia centaur xp instrument and the results were higher. The customer also ran all the samples using a new kit lot 341 and the results were normal and acceptable to the customer. It is unknown if the discordant or the repeat results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low total t3 results.

Manufacturer narrative:
The initial MDR 2432235-2016-00678 was filed on november 7, 2016. Additional information (06/09/2017): a siemens headquarters support center (hsc) specialist could not review the level sense mechanism of the instrument as spy files were not available for review. The hsc specialist verified that the affected samples were run using kit lot 339. The samples were tested without any issue with the newly installed kit lot 341. Kit lot 339 expired on may 31, 2017. The cause of the discordant, falsely low t3 results on patient samples is unknown. No further evaluation of device is required.